Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the medium-large clip applier instrument would stick to the clip on most fires. The pegs on the clips would not easily release from the seat of the clip applier. The surgeon was able to release the clip applier from the clips by using another instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there were no comments on anything out of the ordinary on the instrument. They did not observe a thorough inspection of the instrument before installation, but after it was removed it was inspected and found to look normal. The clip did not fall into the patient. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal. The type of clip used was a medium/large hem-o-lok clip. The vessel or tissue bundle was not greater than the specified diameter suggested. The surgeon was able to get the clip out of the instrument by using their other hand to softly push the clip away while rotating the clip applier arm.